Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that distal coil was bent/kinked and the distal insulation was damaged at 15.2 cm from the connector pin. The damage was consistent with the suture sleeve being tied down too tightly. The damage to the distal insulation which resulted in the shorting of the coils would account for the reported low lead impedance.

Event description:
It was reported that the the insulation was breached and the right atrial lead exhibited less than 200 ohms impedance. The lead was removed and replaced.